Manufacturer narrative:
A steris service technician arrived on-site, inspected the unit, and identified the nylon fitting on the water supply inlet piping required replacement. The technician replaced the nylon fitting, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported their reliance 444 washer/disinfector was leaking water. No injury, procedure delay, or cancellation was reported.